Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the teflon pad of harmonic ace instrument came off. Backup instrument of same kind was used. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. If the product is received and evaluated, a supplemental MDR will be submitted.